Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a threader balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the markerband. The shaft is bunched 6 mm from the distal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 16-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.